Manufacturer narrative:
H.6. Investigation: one (1) sample was received from the customer for investigation. The sample was leak tested and the sample did not leak. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. CAPA#: 55639 was initiated. H3 other text : see h.10.

Event description:
It was reported that during use medication leaked out of the back past the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (3 of 5). It was reported medication leaked out of the back end of the plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use medication leaked out of the back past the plunger with a bd 60 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (3 of 5). It was reported medication leaked out of the back end of the plunger.